Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The field service engineer replaced the sample probe, which resolved the issue.

Event description:
The initial reporter received questionable chol2 cholesterol gen.2 results from the cobas 8000 c 502 module. The initial result was 7 mg/dl and the repeat result was 225 mg/dl. The questionable result was not reported outside the laboratory. The reagent lot number was 422828 with an expiration date of 30-apr-2020.